Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route: dental, lot number 2991b, frequency and expiration date unspecified). After an unspecified duration, the cutter broke off because of which the consumer could not cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012: the lot number of the device was updated from 2991b to 2991d. Returned sample was received open and used. Evaluation was performed to product reach mint waxed 100yd lot 2991d according to product specification. A visual evaluation was performed on the returned sample and did show broken insert-cutter defect, which indicates a potential malfunction. A definitive determination cannot be made with the data available at this time. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route: dental, lot number 2991b, frequency and expiration date unspecified). After an unspecified duration, the cutter broke off because of which the consumer could not cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.